Event description:
The customer originally returned his olympus evis lucera elite colonovideoscope due to an air/water leakage noting during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the channel. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A leak was discovered in the connecting tube due to a perforation. Additionally, as noted, foreign material was found in the channel, which was also compromising the suction power of the unit. The light guide lens was broken. The insulation resistance was out of specification due to the connecting tube having been cut. There was a crease in the connecting tube. The coating on the connecting tube was peeling off. The light guide bundle had suffered damage. The screen was presenting a poor image due to a crease in the lens. The adhesive was broken. The nozzle and cover had been cut. The number one switch was deformed, and the angulation was out of specification. The suction cylinder had been cut off. The universal cord had a crease in it and was discolored. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in event description. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter, noting that this occurred during procedure preparation. The intended procedure was diagnostic. Reportedly, it was completed, though the specifics were not provided. All other inquiries relating to the patient and event were marked unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the type and cause of the material could not be identified. The specific root cause of the insufficient reprocessing could not be determined at this time. Olympus will continue to monitor field performance for this device.